Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging) silicone foley with a balloon cuff. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. Active length of the catheter balloon was measured (0.7645") and was found to be within specification (0.6"-0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in thecatheter valve. Never use more force than is required to makethe syringe ¿stick¿ in the valve. If you notice slow or no deflation,re-seat the syringe gently. Allow the balloon to deflate slowly onits own. Do not aspirate or manually accelerate the deflation ofthe balloon. If permitted by hospital protocol, the valve arm maybe severed. If this fails, contact adequately trained professionalfor assistance, as directed by hospital protocol.should balloon rupture occur, care should be taken to assurethat all balloon fragments have been removed from the patient.visually inspect the product for any imperfections or surfacedeterioration prior to use."

Event description:
It was reported that the balloon of the catheter mushroomed. The catheter had to be pulled with force by a physician in order to be removed. The patient allegedly experienced pain. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter mushroomed. The catheter had to be pulled with force by a physician in order to be removed. The patient allegedly experienced pain. No patient injury reported.